Manufacturer narrative:
This is one of three incidents involving the same unit used for cardiopulmonary resuscitation. It was reused several times despite the fact that it did not function correctly. We received the following report from the user: "they received device monday and used device friday. After 3-4 minutes of use on patient the device suddenly stopped running and appeared to be stuck. The device was removed from patient. It was then brought to the lab and run on air for approximately 1 hour with no troubles. On saturday, the device was tried again on a patient with the same troubles that occurred friday. Once again, the device was brought to the lab and run for 15-20 minutes and found to be functional. The device was then tried on a patient sunday and once again failed to function during use." A technician was sent from the company and was able to verify the problem. User was told to stop using the device. And return it for evaluation. The unit has not yet been returned despite several requests.

Event description:
The device was applied to a patient that was pulseless and apneic in an attempt to resuscitate the patient. It was reported that after 10-13 minutes of use on the patient the device stopped running. This device was removed from the patient and CPR was continued with a second device. The patient was not revived. It was reported by the user that the failure of the device did not contribute to the death of the patient.